Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested a minimum of 100 units during the load process. Reportedly, the customer filled the cartridge with 220 units. The customer was able to load a new cartridge successfully and resume insulin delivery. The customer's blood glucose level was 256 mg/dl. Reportedly, the customer indicated that a correction would be made the next time they eat.